Event description:
The physician used one protégé gps stent to treat an sfa lesion. The device was removed from the packaging and inspected with no issues noted. The device was deployed successfully with no problems. It was reported that the device was used approximately 3 months post expiry. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.